Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, lead, implanted: (B)(6) 2011; 2088tc, competitor lead, implanted: (B)(6) 2011. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that as the device neared eri (elective replacement indicator) it met criteria for eri quicker than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.